Event description:
End-user reported a circumferential red rash-like area with itching under the white tape collar. It is reported that product has been in use for six (6) months.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user usually changes her pouch every two (2) days, and that peristomal skin is cleansed with water, and the use of smith and nephew no-sting protective barrier wipes. It is also reported that end-user's physician recommended the use of (B)(4) to treat the affected site which she has been using off and on since (B)(6) of 2012. In addition, end-user indicates that she has applied bacitracin and neosporin to the red rash like area. End-user was instructed to cut the white tape collar off of her skin barrier until she receives the samples sent. End-user was provided instructions on crusting technique by using (B)(4) powder or an antifungal powder and protective barrier wipes. Lastly, end-user was instructed to notify convatec if condition persists. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.